Event description:
(B)(6).

Manufacturer narrative:
The (B)(4) returned by (B)(4), skytron's distributor in the area, for (B)(6) hosp was evaluated by (B)(6), skytron product mgr, on (B)(6) 2009: the pins which attached the upper teeth to the armboard have been sheared off. This caused the armboard to lose its ability to lock in place and will rotate freely on a horizontal plane. There is also significant wear around the area which attaches the armboard to the surgical table side rail. It is skytron's opinion that this armboard was damaged from excessive force being applied to one of the sides, causing the pins to break. This type of damage can also be caused by the improper horizontal adjustment of the armboard. To separate the teeth and create free movement, the armboard end must be raised while attached to the table. The armboard can then be turned, then lowered, to lock it in place. If the armboard is repeatedly turned and lowered before the horizontal motion has stopped it can create a large amount of pressure on the teeth and cause the pins to break. Testing was performed at skytron with a push/pull indicator to determine the amount of force necessary to break the pins. It was determined that it takes 73.6331 pounds of force to break the pins. During the testing, it was discovered that initially the armboard would not break the pins but would lift out of the teeth and rotate. It took three cycles with weight applied to the top of the armboard to break the pins.